Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit received blood. Customers promptly replaced the equipment and no harm was caused to the patient.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
The customer has not requested repair. If new information is received this complaint will be reopened and updated.

Event description:
N/a